Manufacturer narrative:
The reason for this revision was reported as the tip of the screws in the acetabular had broke off and the acetabular cup was loose after 12 yrs 8 mo. Of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with this product. (B)(4). The root cause for the screws in the acetabular breaking off could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Second revision surgery - due to the tip of the screws in the acetabular breaking off and the acetabular cup being loose. The surgeon replaced the head. Reference first revision, date of surgery (B)(6) 2002.

Manufacturer narrative:
Hospital disposed.